Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the first attempt. The patient was asked to revisit the clinic for a second removal attempt.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.